Manufacturer narrative:
The root cause for this event could not be determined as the failure mode and event details are not known. Devices in scope of this complaint were not returned for evaluation. Therefore, visual, dimensional, functional and material analysis could not be conducted. Work orders and sterilization batch records were reviewed, and no issues related to the manufacturing of the devices were observed. Complaint history review and trending could not be conducted as the failure of this event is not known. The following mdrs were submitted (list out each component): 3013450937-2023-00240; 3013450937-2023-00241; 3013450937-2023-00242.

Event description:
This patient's original surgery was performed on (B)(6) 2022 and received a custom implant that would slide over the primary hip stem the patient had. We put in a distal femur that was revised for the first time. On (B)(6) 2022 swapping out just the modular parts (tibial spacer, distal femur axial pin, hinge). Failure mode is unknown, no additional information was provided to determine failure mode. Through pcr 09142023-2, this revision surgery was identified on (B)(6) 2022 and therefore pcr 09272023-2 was initiated.

Manufacturer narrative:
The investigation in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted (list out each component). 3013450937-2023-00240. 3013450937-2023-00242.